Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient in puerto rico receiving intrathecal baclofen and morphine (concentrations, doses, lots unknown) via an implantable infusion pump. Indication for pump use was spasticity due to cerebral palsy. On an unknown date, the patient developed an infection and the pump and catheter were removed. A new pump and catheter were implanted on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.